Event description:
As part of a training exercise for new equipment, the paramedic was to set up the qinflow warrior. The lcd display did not work. The warmer was turned on and was heating fluid, but there was no display. Paramedic recharged the battery and tried a new circuit, but there was still no lcd display. Because this was a training exercise, there was no patient involvement. The qinflow was sent to biomedical engineering for further follow up. Biomed follow up: the qinflow warrior was purchased in (B)(6) 2018. The biomedical technician confirmed that the lcd screen was blank and the qinflow was returned to the manufacturer for evaluation and repair. Their report is pending. Manufacturer response for blood and IV fluid warming system, (brand not provided) (per site reporter). Will undergo testing and repair process through manufacturer.